Event description:
It was reported that during a novasure endometrial ablation performed on (B)(6) 2013, the physician received three unsuccessful cavity integrity assessment (cia) tests. The disposable device was removed from the patient's cavity and the physician performed a hysteroscopy which revealed "a small perforation at the fundus." The procedure was abandoned. No intervention was required and the patient was discharged home. A hysteroscopy, dilation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).